Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion at the instrument channel port could not be determined, however, the issue was likely the result of component failure due to degradation, insufficient device cleaning/reprocessing and or external factors. Additionally, a definitive root cause of the foreign material on the c-cover could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for evaluation related to a separate issue. During evaluation, the device was found to exhibit corrosion at the instrument channel port and foreign material on the c-cover. There was no patient involvement, and no harm was reported as a result of the event.